Event description:
It was reported the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging and a burning sensation when they woke up. It was noted the patient had lost weight and the implant was moving; the implant had migrated at least the size of the implant upward. The patient's health care provider told her she should lose another 50 pounds before revising the implant. It was noted that the ins moved a while ago. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient recently lost 60 pounds so their implantable neurostimulator (ins) pocket site had a lot of loose skin over it and the ins had "moved up" on their body from where it was implanted. It was stated that since their weight loss only skin is coving the ins and at times the site is painful to the patient. It was reported that while recharging their ins, the ins became hot and they felt some pain. It was reported the patient had sleep apnea and tried to recharge while sleeping and she didn't move and that caused problems. It was stated the patient could feel their implanted lead wire and their ins only moved slightly in the pocket but not a lot. It was noted the patient did not want the ins in their "butt" but the doctor did it anyway. It was later reported the patient lost weight, their skin shrunk and their ins needed to be moved. It was stated the patient's ins got hot when they were charging or when the ins was on, and this started longer than a couple weeks prior to report.